Event description:
The patient reported that at the first checkup, the nurse changed some device settings. When the patient left the office, the patient experienced a high rate of pacing and coughing. The nurse reprogramed the device to original parameters. Later that night, when the patient took out the garbage, the patient's pulse increased. When the patient sat and relaxed, the patient noted "it disappeared." The patient later went up some stairs and noted a high pulse rate and palpitations. Follow-up with the physician's office determined that the device and leads were functioning normally. The physician believed the palpitations could be the result of capture management features, or due to pvcs (premature ventricular contractions). The physician desired to monitor the patient using a 30-day event monitor, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.